Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident a technical support specialist tss found that port 50052 was closed and therefore the device was not communicating with the server. On reviewing the logs the tss found that connection attempt failed because the connected party did not respond within the expected time because the host did not respond. The issue was on the customers information technology it side. The customer later confirmed that the issue had been resolved by the hospital it team. The cabinet was now functioning properly. The system functioned as intended after the tss investigated and hospital it resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the cabinet icon shown disconnected. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.